Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left side of the backrest frame broke (at the weld) where the horizontal bar attaches to the back tube. No injuries.